Manufacturer narrative:
Bayer case number: (B)(4). Heavy menstrual bleeding [heavy menstrual bleeding] headaches [headache] tiredness [tiredness] muscle pain [muscle pain] allergies [multiple allergies]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 11-feb-2025. The most recent information was received on 20-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding"), headache ("headaches"), fatigue ("tiredness") and myalgia ("muscle pain") in a 35-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the day of essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important), headache (seriousness criterion medically important), fatigue (seriousness criterion medically important), myalgia (seriousness criterion medically important) and multiple allergies ("allergies"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to headache, fatigue, heavy menstrual bleeding, myalgia or multiple allergies. The reporter commented: patient's current condition: headaches, tiredness. Haemorrhagic periods. Muscle pain. Allergies actions taken to treat the patient in the healthcare facility: not specified period of occurrence: since the implants were inserted. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: quality safety evaluation of ptc. Seriousness criteria is updated for events medically significant for events headaches, tiredness, haemorrhagic periods and muscle pain. Chronic duration of events. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Heavy menstrual bleeding [heavy menstrual bleeding] headaches [headache] tiredness [tiredness] muscle pain [muscle pain] allergies [multiple allergies]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important), headache ("headaches"), fatigue ("tiredness"), myalgia ("muscle pain") and multiple allergies ("allergies"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to headache, fatigue, heavy menstrual bleeding, myalgia or multiple allergies. The reporter commented: patient's current condition: headaches, tiredness. Haemorrhagic periods. Muscle pain. Allergies actions taken to treat the patient in the healthcare facility: not specified period of occurrence: since the implants were inserted. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.